Event description:
Information was received from a patient. It was reported that there was poor communication, as they were unable to establish communication with their recharger. The patient stated that their last successful charging session was on (B)(6). The patient reported that their implantable neurostimulator (ins) was pulsating and that there were no boxes. It appeared as if they were charging the recharger and not the ins; however, that was not confirmed. It was noted that the patient last felt stimulation about two months prior to the date of this report. The patient was redirected to their healthcare provider (hcp) to have their ins checked and see if a physician mode restart (pmr) would be necessary. No further complications were reported or anticipated. Indication for use is other chronic/intractable pain (trunk/limbs).